Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when inflating the 2.5x28 rx xience alpine balloon to deploy the stent, the physician observed a leak that was preventing stent expansion. There were no adverse patient effects and no occurrence of a clinically significant delay. A non-abbott stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The leak and failure to deploy were confirmed. While the balloon rupture was unable to be confirmed, a leak from the tip was observed and a tear was noted at the inner member inside of the balloon; this is likely what was perceived as a balloon rupture. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report the following additional information was received: it was reported that while attempting to inflate the 2.5x28 rx xience alpine stent delivery system (sds) to deploy the stent in a non-calcified lesion in the non-tortuous distal left anterior descending coronary artery, the balloon did not expand at all, there was no pressurization noted, and a leak was observed to be coming from the balloon. The undeployed stent was withdrawn from the anatomy intact on the sds.